Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer declined troubleshooting with tandem technical support and planned to perform a cartridge change to address the issue. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.